Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 176 mg/dl. During troubleshooting, it was found that customer was exposed to metal detector. Customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime tests. The pump was received stuck in a motor error loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. Unable to confirm other error alarms in the alarm history screen due to an overwritten history file. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery or occlusion tests due to the motor error alarms. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a scratched reservoir tube window. Unable to perform the error test due to motor error alarms. No unexpected pump resetting anomaly was noted.